Event description:
In 2007, the patient reported that her infusion site fell off of her body. She stated that her infusion site was red, swollen, and irritated. She stated that the infusion site had been in use for 2 days. She stated that she uses an alcohol prep before inserting her infusion site, and she does wait for the alcohol to dry before insertion. She stated that she was using a new area on her abdomen as an infusion site. No blood glucose issues were reported. The product was replaced and requested to be returned for evaluation.